Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds, possible fracture, high impedance, oversensing and high s hort v-v sensing integrity counter (sic) count. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.